Event description:
An aneurx stent graft device was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported after successfully deploying the stent graft at the intended lesion, the quick disconnect button would not disengage; however, the physician was able to remove the delivery catheter from the pt. No additional clinical sequelae were reported and the pt is fine. The device was received and the evaluation has been completed. The touhy borst was loosely screwed to the end seal. The slider was in the full forward position. The quick disconnect tab was noted pushed outward. Area below tab appeared pried, likely due to attempt by user to release the quick disconnect. The quick disconnect was pressed, but would not release. Bailout technique performed to dismantle device. End seal was spinning within the inner member, when it should not. The cpc insert was separated from the end seal. Both the end seal and the cpc insert with end of inner member attached, were inspected in the microscope and traces of glue could be clearly observed around the inner member. The cause of the complaint was determined to be due to glue residue, that caused the end seal to bond to the inner member. This bonding prevented the free movement of the inner member through the end seal.

Manufacturer narrative:
Evaluation codes, results: other, quick release button.